Event description:
It was reported that during a follow-up, high pacing threshold and loss of sensing were observed. The lead was repositioned and the patient was doing well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.